Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular lead was part of a system revision due to infection. In addition, the physician took out the leads but was getting caught up on the rv leave let, thus, the physician opted to stop removing the lead and have it capped. Moreover, this rv lead was explanted. No additional adverse patient effects were reported.